Manufacturer narrative:
One device was received for evaluation. The device was last serviced on 01-dec-2024 for a related issue. The reported issue was duplicated through visual testing as the serial number label and real labels were damaged. The cause was damage to the serial number label. A performance verification test was performed. The device then passed all tests.

Event description:
It was reported that the device had battery compartment damage, and serial number damaged. There was no patient involvement, the issue was noted during testing.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.